Event description:
Patient reported the infusion device is displaying an e8 (power interrupt) error message. Preliminary evaluations show the infusion device is extremely worn and the rubber is mostly removed. Preliminary evaluations also show the e8 cannot be confirmed because one button is flat pressed. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 was found in the history list. The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage. The pump correctly triggered an e8 error as a result of the power interrupt while the pump was in run mode. The problem mentioned by the customer is related to careless handling of the product.